Event description:
Procedure type: lap appendectomy. According to the reporter: balloon popped inside patient. The piece of the balloon was retrieved from the patient. There was no report of patient injury, unanticipated blood/tissue loss, or extended or time. No patient injury was reported.

Manufacturer narrative:
(B) (4).